Event description:
During a follow-up, decreased sensing was noted on the right ventricular (rv) lead. The suspected cause of the lead damage was due to an unrelated ablation procedure. Diagnostic imaging was performed during the revision procedure and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.